Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and partially recaptured three (3) times before the decision was made to downsize to a 24mm device. Before fully recapturing the wds it was noted that there was a long skinny thrombus that was present on the core wire of the wds near the threaded insert of the closure device. The physician fully recaptured the closure device and removed the wds from the patient. After the wds was removed no thrombus was seen in the la of the patient nor was any present on the was. The physician removed the was from the patient and ended the procedure with no closure device implanted. The patient did not experience any complications or consequences as a result of this event and was discharged home doing fine.